Event description:
The facility reported a pump read low battery, fail code 570, during an infusion of d10 with potassium in a 250ml ga on a infant while enroute to surgery for an unknown surgery. The pump stopped working in surgery and the tubing was removed from the pump. The infusion was set to run by gravity. The patient was reported to have received 22 ml prior to leaving nicu. The patient is reported to have received 18 ml in surgery. Upon return to the nicu, 50 ml were reported to be remaining in the bag. The patient¿s blood glucose upon return to nicu was greater than 600.

Manufacturer narrative:
A request for the return of the device has been made. The facility has declined to release the device for analysis. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.